Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c-00 error on the generator and found it unusable. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The fse also cleaned the covers and filters on the system and cleaned the patient cart, surgeon console, vision processor, endoscope controller and isi core. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis. The iesu was tested on the system and displayed error c-54 at startup. System logs also confirmed previous instance of m-11 error related to internal timeout cpu and sensor module. No physical issues were found during visual inspection. The iesu will be returned to the original equipment manufacturer. The root cause cannot be determined based on the information provided. Since the product analysis and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered repeated errors on the integrated electrosurgical unit (iesu). The user performed multiple power cycles on the iesu, but the issue persisted. The user swapped the vision side cart with another one to continue with the procedure. No known impact or patient consequence was reported.